Event description:
It was reported to boston scientific corporation that a controller device was intended for use during a cholangioscopy procedure in the bile duct on (B)(6) 2026, for the treatment of bile duct stones. During the procedure, the controller was connected and tested; however, the power button illuminated for approximately 10 seconds and then unexpectedly shut down. Troubleshooting was performed, including disconnecting and reconnecting the spyscope, as well as unplugging and reconnecting the controller, but these efforts were unsuccessful. As a result, the procedure was canceled, and the patient will be rescheduled for a repeat procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d2b: subsequent pro codes kqm, ntn block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.